Event description:
On (B)(6) 2013, the pt underwent reintervention and the originally implanted gore excluder bifurcated endoprostheses were relined with three gore excluder aaa endoprosthesis. During the procedure a slight type ii endoleak originating from the inferior mesenteric artery was considered a possibility; however, catheter based imaging was unable to confirm a type ii. The pt tolerated the procedure. Aneurysm enlargement from 5.5cm to 6.7cm in diameter was reported.

Manufacturer narrative:
A review of the manufacturing records for the devices is being conducted.